Event description:
It was reported that the user experienced sustained hyperglycemia while using the ilet system, with a highest blood glucose of 429 mg/dl, despite replacing infusion supplies and confirming no visible site or tubing issues; the user later transitioned to subcutaneous insulin as back-up therapy and planned to consult their clinician. Symptoms included no reported acute effects. Outcomes included ongoing monitoring at home without medical intervention or hospitalization. Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed no confirmed device malfunction and an undetermined cause of hyperglycemia. It was concluded that the event was user reported hyperglycemia with cause unclear and without injury, and a definitive device related root cause could not be established based on the available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.